Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross rf wire.

Event description:
It was reported during a pulse field ablation procedure, a versacross connect for laac kit was selected for use. The physician performed transseptal puncture successfully. The wire was across and the physician had some difficulty getting the dilator to cross the septum due to thick tissue. It was attempted multiple times to push the dilator through the septum with no success. The vers across rf wire was left across and the versacross dilator was pulled out. Then it was decided to use the faradrive dilator to see if its stiffer tip would allow for crossing into the left atrium. While prepping the faradrive dilator, a thrombus was noted at the transseptal site. The physician was unsure if the thrombus was attached to the wire or the septum, hence the wire was removed. Thrombus was detached upon removal of the wire and was not seen remaining in the right atrium with intracardiac echocardiography (ice) or upon removal and flushing of sheath/dilator. There was no intervention taken. The patient was monitored; and expected to fully recover and it has been discharged. The device is not expected to be returned for analysis. A full dose of heparin was administered before tsp. No interventions were taken.